Manufacturer narrative:
Follow-up # 1 date of submission 9/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/27/2016 with the following findings: there were no call service alarms observed in the pump¿s black box or alarm history. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. There was no defect found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, the pump was emitting a call service alarm related to a communication issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.